Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no present injury or harm (no consequences or impact to patient). Product problem(s): illuminator was dim out of the package (inadequate lighting). A nurse reports the illuminator was dim when it was removed from the package. The light was being emitted from the top of the handpiece. The pak was switched out with another, and the new pak was used for this case. The patient had not been prepped for the surgery, and there was no patient impact reported due to the event.